Event description:
This rv lead was implanted on (B)(6) 2006 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). A call to technical services on (B)(6) 2013 states that noise showed on ra lead on stored a tr episodes. Physician planned to schedule in-office device interrogation and troubleshooting. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).